Event description:
While using a byte night aligners, patient reported provided a letter of recommendation from their dentist that has examined them. The doctor exam found the course of aligners that the patient has been prescribed is not effective in addressing their malocclusion and chief concerns of crowding and crossbite. The patient is in posterior crossbite of the u4s and lingual crossbite of the u2s due to a class iii skeletal relationship with a small (narrow), retrusive maxilla and protrusive mandible. The patient has a rotated ll3 as well as other alignment and overbite concerns. All of these teeth need space to be created by shifting adjacent teeth as well as ipr - interproximal reduction - to allow for better alignment and correction of the bite. Monitoring regularly by an in-office professional is required and therefore the doctor recommend ceasing treatment with byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.